Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services replaced the complete gvl unit assembly and returned it to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device blinked on and off like it had lost connection to the baton and then turned off. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.